Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 293 mg/dl. The customer stated that she is a brittle diabetic and frequently experiences hypoglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. The customer stated that she believes the cause of the event was health related. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.